Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to water leakage from sc-cover unit. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection states detection method. Reprocessing manual chapter 5 reprocessing the endoscope states preventative measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material was found on the image guide protector, the plastic distal end cover (around nozzle), the connecting tube, and at the adhesive on the bending section cover. In addition to the reportable malfunction, the following were noted: the scope cover, light guide lens, and the plug unit had a crack; the universal cord had a scratch; the celling plate was deformed; the scope connector cover unit had corrosion due to water leakage; due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Additionally, the following components had discoloration: control unit, grip, switch box, air/water-cylinder, suction cylinder, right/left knob, scope connector case unit, and the upward/downward angulation control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope required an adjustment of the bowden cables. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found on the image guide protector, the plastic distal end cover (around nozzle), the connecting tube, and at the adhesive on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.